Manufacturer narrative:
Correction: please retract this report 2017865-2026-05971, the same issue was previously reported as 2017865-2026-06050.

Event description:
It was reported that the ventricular leadless pacemaker (lp) exhibited high capture thresholds. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.